Event description:
This letter is being sent to you regarding an event that was reported to intuitive surgical inc. (Isi) on february 18, 2021. A da vinci-assisted low anterior resection procedure performed on (B)(6) 2021 was reportedly completed robotically and with no patient injury reported. The patient returned to the hospital on (B)(6) 2021 presenting unspecified symptoms and a second, open, surgery was performed due to an anastomotic leak where an "eea medtronic purple" stapler had allegedly been used during the initial da - vinci procedure. A second open procedure was completed, by the same surgeon, without incident and with undisclosed medical intervention. The patient's status was reported as recovering and doing well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).